Event description:
It was reported to philips that the device displayed a red x. There was no patient involvement.

Event description:
It was reported to philips that the device displayed a red x. There was no patient involvement.